Manufacturer narrative:
(B)(4). Add'l occurrences are documented as MDR #3006425876-2009-00050, MDR #3006425876-2010-00025, MDR #3006425876-2010-00026, MDR #3006425876-2010-00027. Until (B)(6), 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6), 2009 through (B)(6), 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and canadian reports. Please refer to the MDR for the original complaint referenced above for the f/u for this MDR.

Event description:
It was reported by the clinician that there is a problem with a variance between the real priming volume (measure with a syringe) and the priming volume indicated on the extension line of the catheter. The difference is approx 30%. Users are aware of the problem because pt had heparin in blood. At first, they believed it was a nurse's mistake as they do a lock of the catheter with heparin. But after investigation, they realized that it is an issue with the priming volume of the catheter. There have been no pt complications reported.